Manufacturer narrative:
Based on the allegations made by the contact it is difficult to assess if the perfix plug is the a source of the patient's reported pain. As reported the patient has experience pain since the time of implant. The patient recently underwent another regional surgery. As the perfix plug was not visualized and the hernia repaired in a different tissue plain it cannot be assessed if this is a device related event. The information provided to date is limited, additional information has been requested, however the requested information has not been provided. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2011 the patient was implanted with a bard perfix plug. As reported the patient has experienced ongoing pain at the site of the repair since implant. The patient did not received any prescribed treatment for the pain. It is reported that on (B)(6) 2017 the patient underwent hernia repair surgery in the same area. As reported the surgeon went under the prior repair and the previously placed implant (perfix plug) was not visualized during the procedure. As such it is not known if this was the same hernia or another hernia.